Event description:
A malfunction alarm was reported with the display of malfunction code 9. There was no adverse impact to the customer's blood glucose level. Customer support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and instructed to call back if any malfunction recurred, which the customer acknowledged and understood.